Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a warranty inquiry but did not specify the reasoning. Healthcare professional reported right side mastalgia, rupture, simple cysts. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
The device has been explanted.